Manufacturer narrative:
All of the buttons functioned properly and no damage was noted on the keypad assembly and no unlocked keypad connector was noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
Customer reported issues with the insulin pump. Customer states that she is getting a button error alarm and the buttons are not responding. The blood glucose reading is 100 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.